Event description:
A customer in the united states reported a (B)(6) for a (B)(6) isolate from an abdomen abcess, in association with the vitek® 2 ast-gp67 test kit. The isolate was tested twice with the ast-gp67 card, and the results were (B)(6) and (B)(6). The pcr meca test was (B)(6). No patient information was provided by the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a reported a false negative cefoxitin screen (oxsf) for a staphylococcus aureus strain from urine culture, in association with the vitek® 2 ast-gp67 test kit. Isolate (stock no# 911799) was subcultured to remel tsab agar. Identification of the organism was confirmed to be staphylococcus aureus via vitek ms and vitek® 2 gp ID cards. Vitek® 2 ast testing included both the customer lot (1320712203) and a random lot (1320704213) of ast-gp67 cards which were ran on v8.01 software. Agar dilution (ad), the reference method for ox testing, was performed, as was fox disk testing, the reference method for the oxsf test. Alere pbp2 testing was also performed. For 911799, for both the customer lot and random lot, a vitek® 2 ox mic= 2.0 (s) and a negative oxfs test result were obtained. Review of the graph wells showed no growth in either card for the oxfs well. Reference method ad testing gave an ox mic = 2.0 (s) and was in essential agreement with vitek® 2 results. The fox disk testing was positive (19 mm), as was pbp2a testing. Therefore, the cards tested in are not in agreement with the reference method. The customer false oxsf negative result was reproduced internally.